Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed a crack in the anchor. A visual inspection revealed that the device and anchor were returned. The anchor had broken off to one side at the eyelet. There was minimal debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or torque, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference case-2021-00045685-1.

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the footprint anchor was broken. The fragments were removed from within the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.